Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/ pelvic floor, urinary/bowel dysfunction, and urge incontinence. It was reported that  the caller mentioned the patient has had previous devices. Caller said one battery was replaced due to normal battery depletion but there was one that the device or lead might have broken. Caller said the patient was having trouble walking and was falling a lot. Caller said in (B)(6) 2021 the patient had to be on a catheter and the hcp told them something had broken.